Manufacturer narrative:
Correction - h6 (clinical signs code, device code, results code and conclusion code). The reported event could be confirmed since images of CT scans were provided and shows loosening and subsidence of the tibial component. Upon further investigation of the CT scans by healthcare professionals the following was observed: ¿there is clear radiolucence and a large posterior cysts visible adjacent to the tibial component. Loosening can be confirmed and it looks as if the component has at least partly subsided/migrated.¿ based on investigation, the root cause was attributed to a patient related issue. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report. H3 other text : device remains implanted in patient

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery for reasons that are not available at the time of this report.